Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. Sw 3.0d. On the event date (B)(6) 2022. Customer returned insulin pump for an alleged prime/fill anomaly. Insulin pump passed basic occlusion, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test. No prime, compromised force sensor system alarm during testing. Test reservoir lock properly inside the reservoir tube. Insulin pump history download using thds was successful. Review history file on motor data and force sensor, no data available on event date. Insulin pump was cut/open and inspected no moisture damage or component damage found inside the insulin pump. The following were noted during visual inspection: cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Motor passed motor test. Insulin pump passed required testing. Not confirmed prime/fill anomaly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported excess insulin dripping out/squirting out of the pump during the fill tubing/manual prime process. Troubleshooting was partially performed and found that the insulin dripped continuously after the motor stopped. No harm requiring medical intervention was reported. It is unknown whether the customer will discontinue the use of the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.